Manufacturer narrative:
Batch review performed on 02 may 2024 lot 2336610: (B)(4) items manufactured and released on 29-nov-2023. Expiration date: 2028-11-12. No anomalies found related to the problem.to date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The prongs of the glenoid polyaxial locking screw deformed during insertion. The surgeon had to cut off the head and leave the broken screw inside the patient's bone to complete the surgery. Bone was very hard.